Event description:
It was reported that during servicing of the 980 ventilator for a reported background fault alert, the replaced inspiratory flow module (ifm) printed circuit board assembly (pcba) was identified as a "failure out of box" (foob). The ventilator was not in use on a patient at the time of the reported.

Manufacturer narrative:
Section e initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during servicing of the pb980 ventilator for a reported background fault alert, the replaced inspiratory flow module (ifm) printed circuit board assembly (pcba) was identified as a "failure out of box" (foob). The service personnel (sp) replaced the ifm pcba during evaluation. The device passed all the required tests and calibrations as per the manufacturer's specifications at the time of service. The device was available for evaluation. One ifm pcba was returned for failure investigation. It was attached to the test ventilator and powered up. On power up, a clicking/hissing noise was noticed. The analysis determined component ps4 (pressure sensor) was found to be faulty. If an ps4 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv) or loss of ventilation (lov). The cause of the event was isolated to a faulty ps4 in ifm pcba. The device history record / product history record was reviewed and there were no non-conformances during the build of the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.